Event description:
This report is being filed due to mitral stenosis. Patient ID: (B)(4). It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) with a large flail gap, posterior leaflet prolapse, posterior ruptured chordae, and mitral leaflet calcification. Two mitraclips were implanted without a device issue, reducing the mr to grade 1+ and 2+. On (B)(6) 2022, mitral valve stenosis was diagnosed. There was no treatment and no additional hospitalization. During the follow-up echocardiograms, the elevated gradient resolved. No additional information was provided regarding this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported mitral stenosis could not be determined. Furthermore, the reported patient effect of mitral stenosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.